Event description:
Customer reported that the pump battery would not charge despite attempts using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup form of insulin therapy. Cts also guided the customer on returning the faulty pump via pre-paid label and confirmed the shipping address for the replacement pump.